Manufacturer narrative:
It was reported to abbott a patient's ipg was inoperable. The patient had not charged their ipg for a year. The plan is to replace the device, but surgery has not been scheduled. Attempts to follow-up on this issue have been made and no further information has been obtained. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.